Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The possible root cause could be (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the catheter was needed to be removed, water inside foley only could aspirate 1 cc that made that foley catheter could not be removed. It was also stated at the end urology physician had to do special treatment that made uncomfortable to physician. As per additional information received via email on 06nov2020 from ibc representative, the physician not shared the detail of for how was the catheter eventually removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when the catheter was needed to be removed, water inside foley only could aspirate 1 cc that made that foley catheter could not be removed. It was also stated at the end urology physician had to do special treatment that made uncomfortable to physician.